Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rate of change. The probable cause was determined to be improper calibration during a rapid rise or fall. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A voltage test was performed and it passed. A pairing test was performed and it passed. The reported event of inaccuracies was confirmed because there were inaccuracies found between the fs and egv values.. The probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon further review of the complaint, it was determined that the device analysis information submitted in follow up 2 is not for this complaint. The device analysis information is submitted in MFR 3004753838-2018-102383. Please disregard the device analysis information in follow up 2 for MFR number 3004753838-2018-102465.

Event description:
Subsequent to the initial MDR, upon further review of the complaint, it was determined that the device analysis information submitted in follow up 1 is not for this complaint. The device analysis information is submitted in MFR 3004753838-2018-102383. Please disregard the device analysis information in follow up 2 for MFR number 3004753838-2018-102465.

Manufacturer narrative:
(B)(4).